Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported failed volume which was not reproduced. Evaluation performed flow accuracy testing at 5ml/hr and 20ml/hr for an hour each. The results were passing with errors of -1.240% and -2.925% respectively. The reported condition was not verified. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had failed volume issue. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.